Manufacturer narrative:
30-mar-2021 investigation results: no failure could be identified as a result of the investigation.

Event description:
Uncomfortable-vagina [vulvovaginal discomfort] tampons out of my box started to unravel inside me [device breakage] string got really long and it made the cotton come out weird...uncomfortable [device physical property issue] consumer sent an email reporting that tampons unraveled while inside of her. This resulted in the cotton causing discomfort as it came out of the vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Uncomfortable: vagina [vulvovaginal discomfort]. Tampons out of my box started to unravel inside me [device breakage]. String got really long and it made the cotton come out weird...uncomfortable [device physical property issue]. Consumer sent an email reporting that tampons unraveled while inside of her. This resulted in the cotton causing discomfort as it came out of the vagina. No serious injury was reported.